Event description:
Customer called reporting a frozen display on her insulin pump. She stated the pump froze when she was entering meter readings. During troubleshooting, customer stated there was no response from any button. The screen was not totally blank. There were no alarms during or after when the buttons stopped responding. The battery was removed for 5 minutes, but the device was still frozen with no advancement in time. Customer was advised to discontinue use of the device and revert to back up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display noted. Minor scratched lcd window, cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.